Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 17 unopened pouches and 8 opened. Analysis and results: there is one previous complaint of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are (B)(4) units in stock that have been blocked. Received 17 closed and 8 open and unused samples. Checked these samples and four of them, the first pack contains a novosyn undyed suture with a bigger usp size (5/0 instead of 6/0), same thread length (45cm) and one dsmp16 needle instead of two vlm8 needles. The other samples received contain a suture that corresponds to the printed information in the first pack (novosyn violet suture of usp 6/0, 45 cm long and two vlm8 needles). Also checked the 40 units blocked from stock and the suture of all of them corresponds to the printed information in the first pack (novosyn violet suture of usp 6/0, 45 cm long and two vlm8 needles). The incorrect suture found in the samples received from the customer corresponds to the product manufactured in the subsequent order of the complained product. The most likely probable cause is assumed to be a human error in the line clearance in the packaging line. Final conclusion: taking into account that the results of 4 of the 25 samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that when the pouches were opened that some of the product contained double needles.